Manufacturer narrative:
Correction: initial report submitted 14jun19 indicated (b2) hospitalization - initial or prolonged, in error. This event did not cause hospitalization, initial or prolonged, for the patient. Manufacturing narrative: evaluation found damaged threads on the d4240 housing. Both housing threads are damaged and have less than 6 full threads preventing the cap screw from being inserted. Examination was performed per print. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. Service history was reviewed and found similar component failures during previous service repairs. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: precautions: handle equipment carefully. If any equipment is dropped or damaged in any way, return it immediately for service. Prior to each use, perform the following preoperative functional test: insert a bur or blade into the handpiece. Gently pull on the cutting accessory to ensure it is properly seated. Verify that the console properly recognizes the handpiece and cutting accessory. Press the direction select button or footswitch to ensure that it functions properly. Run the handpiece for less than 5 seconds at a speed less than 1500 rpm to observe any abnormal noises, vibrations or heat rise. If any operating difficulties occur, return the handpiece for service. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that d4240 device's "collet came off during surgery, no injury, all parts retrieved". This was reported to have occurred during a superior capsular reconstruction shoulder arthroscopy on (B)(6) 2019. It is reported that no components of the device met the patient. There was no report of user injury either. There was no medical intervention or hospitalization due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.